Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The op report documents structural valve deterioration (svd) causing the ar. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. In this case, there was a leaflet tear noted which was likely the root cause of this event. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of the patient's regurgitation cannot be conclusively determined. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: the report of regurgitation cannot be confirmed due to condition of return. As received, leaflet 2 and leaflet 3 had a cut areas removed. Cut sections were not returned with the valve. Minimal to moderate calcification was observed in the cusp area of leaflet 1 and the remaining cusp area of leaflet 3. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Host tissue was moderate at the stent inflow and minimal to moderate at the stent outflow. Thickened and swollen tissue was observed on all three leaflets at all three commissures. The x-ray demonstrated calcification. X-ray. The subject device was returned to edwards for evaluation. Unfortunately, edwards could not confirm the reported event due to the condition of the returned valve. There was leaflet thickening and calcification demonstrated, which is consistent with the report of structural valve deterioration (svd). However, the op report also documents leaflet tearing which could not be demonstrated through analysis of the device. There have not been any allegations of a malfunction or deficiency related to the explanted valve. There is no change in the original conclusion of this event. No corrective or preventative actions are required at this time.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 12 years due to severe aortic valve regurgitation secondary to structural valve deterioration (svd). Per op report, this was the patient's third-time aortic valve replacement. He also had aneurysm of the ascending aorta. Immediate preoperative tee confirmed moderate-to-severe aortic valve regurgitation. This was a very eccentric jet. Left ventricular function was preserved with an ejection fraction of 50%. The ascending aorta was measured at 4.8 cm. During explantation, there was a tear of the right coronary cusp at the level of the strut. After debridement of the annulus, there was separation at the level of the aorto-mitral continuity. That separation was repaired with bovine pericardial patch. Subsequently, a 23 mm carpentier-edwards perimount magna ease pericardial bioprosthesis was implanted. Immediate postoperative tee demonstrated good functioning of the bioprosthesis without paravalvular leak. No operative complications reported.